Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an eri replacement the set screw was unable to be unscrewed. An "l" wrench was given to the physician and the set screw was able to be removed. It was noted that the is-1 port had the stripped set screw. The patient was in stable condition.

Event description:
New information notes that the device was explanted due to eri.

Manufacturer narrative:
The rv, svc, vring, and vtip set screws were not returned. Test set screws were inserted into the connector blocks and were able to secure the test leads normally. The cause of the field event remains undetermined. Longevity calculations showed the battery depletion was normal.